Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl and a moderate ketone level identified as dangerous. The customer alleged that the pump was not delivering insulin properly. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids and insulin as well as insulin injection. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.